Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that outer insulation degradation near the connector boot which exposed the outer coil.

Event description:
It was reported that during a pulse generator change out procedure, the lead exhibited unacceptable thresholds. The lead was explanted and replaced.